Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for analysis. However, procedural images were provided and are currently being analysed. The investigation is ongoing. The instructions for use (IFU) identifies thrombus as potential complications associated with use of the device.

Event description:
It was reported that a fred 27 stent was implanted to treat an aneurysm located at ic-c3. The stent appeared fully open and had the proper shape, and there appeared to be stasis in the aneurysm. 10 to 15 minutes later, angiography was performed again and occlusion of the aca and also p-com was confirmed. Effient was then administrated and recanalization was confirmed 10 minutes later. There appeared to be a gap between the proximal part of the stent and the vessel wall. A balloon was used for pta but would not fully open as the proximal portion of the stent was now not fully opened. Blood flow did appear to be clear and the procedure was ended. The patient's status was reported to be "no health damage and no particular sequelae at the postoperative stage."

Manufacturer narrative:
A single 3d rotational angio video of what is likely the left ica is provided. It is obtained after fred deployment and shows a fully opened fred extending from the posterior genu of the ica siphon to just proximal to the anterior choroidal artery. There is a small, medially pointing, 3.5-4 mm paraophthalmic/carotid cave aneurysm. No other images are provided. The cause for the incomplete opening and clotting cannot be determined from the video. The device was not returned for evaluation, so the investigation could not determine if a condition existed that would have caused or contributed to the reported event.